Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix&#10256;ancreatic stent previously implanted in the pancreas on an unspecified date, was scheduled to be removed during a pancreatic stent implantation procedure performed on (B)(6) 2015. According to the complainant, when they removed the advanix&#10256;ancreatic stent with the use of grasping forceps, it broke at the area where the forceps were holding. They again attempted to removed the stent using the same forceps, however, the device broke again at the area where the grasping forceps were holding. The stent and its broken fragments were successfully retrieved from the patient with the use of a cook stent retriever. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."